Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The urologist placed a foley catheter in the patient, the patient went to the radiology department for a cystogram and after the procedure the bulb or balloon could not be deflated to remove the catheter even after cutting the catheter. The urologist inserted a scope to perforate the balloon to enable removal. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. A cut sample without inflation funnel and urine bag was returned for investigation. From the description it was reported that balloon could was conducted to the returned sample and did not reveal any obvious defect or abnormality except the cut mark at the funnel and balloon area. This was probably due to action taken by the user in order to deflate the balloon. Besides that, no any other abnormality was observed. Next, a monofilament then was inserted into the lumen airline of the catheter and observed the insertion stop at approximately 15mm from the first cut position at the shaft (refer picture 2). This indicates there was a blockage through the lumen. Closer examination noticed presence of dented mark located at 1smm below of the first cut position at the shaft. The dented mark had causes the balloon difficult to deflate. Based on the reported complaint, the event was detected during deflation upon removal other remarks: procedure. The dented mark was likely clamp mark or the shaft has been pressed too hard earlier before. Thus, it tends to block the lumen airline of the catheter. Based on the investigation conducted, the lumen was found dented at 15mm measured from first cut position at the shaft. Review on the manufacturing process, all the products undergoes 100% inspection including inflation, deflation and 30 minutes leak test. During this process, any defective products noticed will be culled out before the packaging process. Only products that passed all these tests will be packed and sent to customer. Since the defect detected during balloon deflation procedure, the dented mark might occur due to mishandling of the catheter itself and this will lead to blockage of the lumen airline. Therefore, the complaint is not confirmed.

Event description:
The urologist placed a foley catheter in the patient, the patient went to the radiology department for a cystogram and after the procedure, the bulb or balloon could not be deflated to remove the catheter even after cutting the catheter. The urologist inserted a scope to perforate the balloon to enable removal. The patient's condition was reported as unknown.